Manufacturer narrative:
The insulin pump was received with unexpected restart error alarm after battery change and reset time/clock due to broken solder joint on interface board. The insulin pump was downloaded properly using care link pro. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer has experienced issues with insulin pump. The diabetic educator was unable to upload the pump. The customer stated when they replace battery and has to set the time and date, and then pump restarts. The customer has to prime tubing every time. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.